Manufacturer narrative:
Further investigation identified that the reported issues were due to pump hoses coming detached from the mattress as well as the staff not setting the patient weight correctly. Based on available information, stryker determined that the pressure injury was not serious in nature.

Event description:
No new information.

Event description:
It was reported that there was a pressure injury due to the mattress adjusting the patient's positioning/weight differently than the customer had set it to.